Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The product sample consisted of a 14.5 fr palindrome with slots, heparine coating and anti-microbial sleeve catheter, 23 cm implant length, 40 cm oal. The catheter presented signs of use and was received cut at approximately 5 cm below the felt cuff. After a visual inspection, a hole was found on the joint of the catheter, between the hub and the anti-microbial sleeve. During the functional test (underwater test), bubbles were detected coming out below the hub, from the lumen which corresponds to the venous extension. The lumen related to the arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was in use for 4 years. The device was more likely damaged during use. The most probable root cause can be due to improper use of cleaning agents. The device involved was manufactured before the initiation of a corrective and preventative action. This event is being handled through this CAPA. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on 01/30/2015 that a customer had an issue with a dialysis catheter. The customer stated that the catheter had a leak in the y junction. The catheter was placed in 2011, the failure was detected on (B)(6) 2015 and withdrawn on (B)(6) 2015. The catheter dwell time was 4 years.

Manufacturer narrative:
Submit date: 02/05/2015. An investigation is currently underway. Upon completion, the results will be forwarded.